Event description:
It was reported that during a da vinci-assisted gastric sleeve surgical procedure, a tissue pushout event occurred during the second fire with a blue reload of the sureform 60 stapler instrument. After removal of the reload the blade was exposed midway through. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation revealed the following: sureform 60 stapler instrument logs show pn 480460-09, ln k12230829-0622, was used first, and it was installed on the system 2x and fired 2 reloads (1 green, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the fist clamp was completed. Based on error code in the logs, it appears that the e-stop was pressed during the 2nd firing, causing it to not be recorded in the logs. Logs were pulled for the procedure and confirm the e-stop was pressed during the firing, resulting in a partial fire. The instrument was then unclamped, removed, and not used again in the procedure. The second sureform 60 stapler instrument logs show pn 480460-09, ln k13230928-0605, was installed on the system 4x and fired 3 blue reloads. On install 1, no clamping or firing was attempted. On installs 2 and 4, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 3, the first clamp was incomplete, stopping at ~68% completion. The next clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then unclamped, removed, and not used again in the procedure. There were no additional stapler related errors in the logs. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) cde. The following additional information was provided: photo 1: sureform 60 stapler in arm 1 appears to have partial fired with a blue reload across stomach tissue. One dragged staple and wispy tissue remains on the reload, likely near an exposed blade, as the fire did not complete. A message above the stapler armpod instructs the user to remove the stapler and warns of the exposed blade. Photo 2: shows a partially fired staple line, appearing to have been a continuation of the previous staple line. Staple formation can't fully be assessed from this view. Some blood is visible on adipose tissue underneath the staple line, though I can't confirm whether blood is from the staple line or not (portions of the staple line visible in this photo look quite hemostatic). Photo 3: sureform has been removed. Vessel sealer is being used to grasp the staple line itself, likely for visualization and assessment of staple line formation. Some staples at distal-most part of fire may not be fully seated in tissue, as is expected during a partial fire. Overall, the photos and information provided suggest that this was a partial fire - a known and expected behavior of the sureform stapler which occurs when the system detects that fire function is unable to complete. This may be due to (but is not limited to) firing on tissue too thick for a given reload size or firing over an obstruction (ex: loose staples, suture).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue reload and completed failure analysis investigations. The reload was found to have a lodged staple wedged in the knife track. The staple was removed and there was 1 staple confirmed. There was no cartridge damage, but the blade appeared to be jammed. Failure analysis identified an additional observation related to customer reported complaint: the reload was found to have the knife exposed within the knife track. Log review confirms the reload was not involved in a firing failure. The knife was exposed towards the middle of the returned reload, which does not align with the firing completion percentage displayed in the procedure logs. Visual inspection confirmed there was 1 lodged staple ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. A blade exposed icon and message will appear if the firing sequence is interrupted. The probable root cause of the exposed component can be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Additional unrelated observations not reported by the site: the reload was found to have blade damage. The blade edge was indented, which prevents the blades from cutting properly. The reload was also found to have cartridge damage. The blade appeared to be wedged into the knife track/cartridge. There was no material missing. Isi also received the sureform 60 stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.